Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Manufacturer narrative:
Health effect - impact code 4: f2203. Health effect - impact code 5: f2201. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture:observed a broken on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Inflammation/irritation: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.